Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the occlusions. Reportedly, the customer uses apidra insulin within their cartridge. The customer's blood glucose level was not impacted. Tandem technical support informed the customer that apidra was contraindicated for use with the pump.